Event description:
It was originally reported that the pt experienced purulent drainage from the ipg incision site. The pt was traveling and was doing well. Approx six months later, it was reported that the pt had an infection and the ipg never worked. The device was removed from the left side of the pt's body and was replaced on the right side. The new device has not been successful. Further info is being requested from the hcp.